Event description:
It was reported that the device would not power on. There was no patient involvement.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. See manufacturer narrative.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device would not power on. There was no patient involvement.